Event description:
It was reported that the patient received inappropriate shocks immediately after hip surgery. The lead had been implanted for about 19 months at that time.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually and electrically. This inspection showed multiple signs of wear and tear at the lead body. Especially in the distal area (56 to 57.5 cm distal of the df-4 connector pin), the insulation was damaged due to fraying. This damage is with high probability the cause of the oversensing with the resulting inadequate shocks. The position and characteristics of the fraying lead to the assumption of strong mechanical stress of the lead in the area of the tricuspid valve. Significant lead movement should be considered as cause. A connection to the hip surgery and a suspected lead fracture could not be confirmed. Reasons for an increased stress level of the lead in the implanted state are difficult to determine without x-ray images, diagnostic images of any other kind, and further information on the patient. Potential influence factors to be considered are the ingrowth behavior of the lead in the distal area, the individual anatomy, and an increased physical activity of the patient, especially when involving the upper body. The manufacturing process of this device was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.